Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The investigation of the complaint has been completed. No part was replaced. Our field service engineer concluded that the compressor pressure was low and that the air filter was leaking. After the air filter water trap container was tightened, the pressure was restored to normal. The air filter, ventilator and compressor were returned to service after successful functional tests. If the air filter malfunctions/starts leaking during ventilation, ventilation may stop and this will then cause the ventilator to generate several visible and audible alarms. Our conclusion is that the reported issue was caused by a loose air filter water trap container. The root cause why it was loose could not be determined due to lack of information.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470, contact peron: (B)(4).

Event description:
It was reported that the ventilator was not cycling. There was no patient involvement. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).